Manufacturer narrative:
(B)(4). This device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Although requested, no pathology report was available for this valve. Without return of the device for evaluation, we are unable to determine conclusively the root cause for explant of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 23mm aortic valve was explanted at implant and was replaced with the same model and size valve. Through follow up with the health care provider, the operative notes and discharge summary were received. The valve was implanted and secured with "device core knots." At this point, the root, despite the severe plaque and calcification, was able to be closed and hemostasis was satisfactory. The patient was easily weaned off cpb with minimal inotropic support. Before administering protamine, evidence of a significant jet leak, questionable pvl or intra-valvular, unable to be defined, was detected and described as "very unusual." It was decided to re-explore the valve. No evidence of leak or discontinuance was noted but it was decided to remove and replace the valve. After replacement of the valve, it was noted "at this point, because of the plaque calcification of the descending aorta was considered safe to replace descending aorta with a small graft 30 size." The procedure continued, careful deairing was done, crossclamp was removed, heart started to beat in normal sinus rhythm. Significant inotropic support was required to separation from cpb. After protamine was completed, the evidence of right ventricular dysfunction was significant, requiring intraaortic balloon counterpulsation placed through the right femoral artery. Despite the balloon placement, it was necessary to go back on cpb to decompress the heart. The heart was arrested 45 minutes on cpb and a new attempt to wean from cpb required massive amount of inotropic support. Per the discharge summary, "at arrival in the ICU, the patient was on massive amount of inotropes with an open chest and intraaortic balloon counterpulsation. Despite the massive resuscitation, he developed pulseless electrical activity and expired ... A few minutes after arrival in the ICU." The operative notes indicate this (B)(6) year old male patient had severe multi vessel coronary artery disease, critical left main disease, 75% right coronary artery occlusion, circumflex artery disease, severe aortic stenosis and moderate mitral regurgitation. During the procedure, he had CABG x3 and was found to have a severely calcified coronary, obtuse marginal completely ossified, aortic valve annulus massively calcified, aortic root calcified with plaque.